Event description:
The surgeon reported an unsatisfactory patient outcome and will perform a revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The surgeon reported an unsatisfactory patient outcome and will perform a revision surgery.

Manufacturer narrative:
Update: h6 the event is confirmed based on the analysis of postoperative scans. The patient received bilateral tmj devices on may 21, 2024, but the surgeon faced fitting difficulties with the ramus cutting guides, leading to freehand cuts. Pre-existing tmj implants from another manufacturer distorted the planning scan, causing inaccuracies and affecting the guides' fit. The engineering review and 3d systems investigation highlighted that the presence of the old hardware impacted segmentation and scan accuracy. No manufacturing or design issues with the stryker devices were found. The root cause is attributed to the pre-existing implants.